Event description:
Customer's wife reported hospitalization due to low blood glucose. The paramedics were called by wife to treat low blood glucose reading of 20 mg/dl. Wife gave him glucagon. Customer was confused and put the battery in backwards. Customer has been depressed. Customer gave himself a manual injection before the paramedics arrived. During troubleshooting, displacement test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.